Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer¿s parent reported via phone call moisture damage and blank display anomaly on the insulin pump. Customer's blood glucose level was unknown. Troubleshooting for moisture damage was performed. Customer¿s parent advised the patient dropped their insulin pump into the ocean. Customer advised the display screen went blank immediately after being exposed to moisture. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Insulin pump received with blank display due to moisture damage at electronic assembly. Also, moisture damage motor during visual inspection. Unable to perform operating currents, self test, error test, rewind test, basic occlusion test, occlusion test, primetest, excessive no delivery test and displacement test pump received with minor scratched lcd window, cracked lcd window, cracked belt clip slot, stained end cap sticker and cracked reservoir tube lip.